Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the external device displayed early replacement indicator. The ipg became inoperable. Surgical intervention may be pending to address the issue.